Manufacturer narrative:
The pusher, part of the implant coil, and microcatheter were returned for analysis. The introducer sheath and dispenser hoop were not returned. The pusher was inspected and found to be damaged. The hypotube's distal section was kinked and the gold-plated connector section was also kinked. The body coil was stretched, smashed and bent. The distal section of the pusher was compressed. The implant coil was stretched and broken at the proximal section. The returned microcatheter was kinked. The reported complaint is confirmed. The physical evaluation of the returned coil system found the implant to be damaged and the distal section was broken off from the device. The proximal section of the implant was still attached to the pusher but was stretched. The pusher's body coil was stretched and damaged, and the heater coil was compressed. The investigation could not confirm the circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The associated microcatheter was returned and was found to be kinked, which, if present during the reported event, likely contributed to the damage to the coil system; the coil system would become stuck at the kink resulting in the aforementioned damages.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the implant coil became stretched in the aneurysm and detached in the microcatheter. The coil was removed in its entirety with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.